Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "covid," deemed not device related is considered an unexpected adverse drug experience.

Event description:
The healthcare professional reported injecting the patient in the cheeks with 1 ml of juvéderm voluma® xc. Fourteen months later, the patient was injected in the cheeks with 2 ml of juvéderm voluma® xc. Five months later, the patient was injected in the chin with 1 ml of juvéderm voluma® xc. Ten months later, the patent was injected in the cheeks with one syringe of juvéderm voluma® xc. The patient was diagnosed with "covid," deemed not device related, when "nodules, swelling occurred in all juvéderm voluma® xc injection sites. Four days later, the patient was treated with prednisone taper x 10 days and doxycycline clarithromycin x 14 days. Five days later, the patient was given 4 vials of hylenex and an addition 6 vials 4 days later. The event is ongoing, but the patient is ¿much better." This is the same event and the same patient reported under MDR ID# 3005113652-2022-00022 (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00023 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2022-00020 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm voluma® xc.